Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed, and no anomalies were found. (B)(4).

Event description:
It was reported that the patient's leads dislodged due to twiddler's syndrome. It was also reported that it was suspected the device pocket had become infected. The device system was explanted and will be replaced at a later date. No further patient complications have been reported as a result of this event.